Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device failed to power on as designed. The device's power management board needs to be replaced to address the issue. Additionally, the device's rear enclosure was found to be physically damaged and needs to be replaced. No components were replaced. The device was scrapped.